Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that when seen in the clinic on (B)(6) 2025, the patient explained that about a year prior the ins battery started to deplete rapidly after a charge. It had been lasting about a week between charges, then started to require a charge every two to three days. Upon looking at the report on the clinician programmer, the rep could see that the patient was charging every two to three days; however, the battery estimate was still saying it should last seven days. The rep thought it was possibly the recharger not delivering a full charge so the patient received all new external equipment. On (B)(6) 2025, the patient called the rep to say that the new recharging system had not fixed the issue. There were no environmental/external/patient factors that may have led or contributed to the issue. Impedance measurements were taken and values remained within normal range. The issue was not resolved. They were waiting to see if the surgeon wanted to replace it. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that regarding when the patient would come back for an appointment, it was completely up to the patient at this point since the device was functioning, just at a reduced battery capacity.